Manufacturer narrative:
H3, h6: the lot number was not provided, and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a healthcare professional on behalf of consumer who experienced corneal abrasion and corneal ulcer after using the contact lens in an unknown eye. This report pertains to the second of the two cases. The current status of the consumer¿s eyes was unknown at the time of this report. No additional information has been received at this time of report.